Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008794, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008794 was manufactured according to the work instruction (wi) version 116 in the line 08, on 24/aug/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h02735 was manufactured according to the form-4905506 version 07 and manufactured in the machine itl01, on 24-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4g04316 was manufactured according to the form-4905294 version 64 and manufactured in the machine sc01, on 20-jul-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4g01638 was manufactured according to the form-4905294 version 64 and manufactured in the machine sc02, on 22-jul-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h02736 was manufactured according to the form-4905506 version 07 and manufactured in the machine itl01, on 25-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.